Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: examination identified stent damage. Stent struts were misaligned along the middle of the stent. Solidified blood was present within the guidewire lumen. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user related. This most probable root cause is assigned as the complaint report states that the lesion was severely calcified. The dfu contraindicates heavily calcified lesions. (B)(4)

Event description:
Reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Access was obtained via the radial artery. The de novo lesion being treated was located in the severely calcified and moderately tortuous left anterior descending artery. The physician advanced the 32 x 3.00mm taxus liberte stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage.